Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed a power on reset occurred. It was also noted that a critical ram parity error was recorded on (B)(6) 2013. Parity error is considered low severity and the device should be able to recover after reset. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had a power on reset (por). Additional information was attempted to be obtained, however, is not available. The ipg remains in use. No patient complications have been reported as a result of this event.